Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure via a 6f sheath. A first proglide device was successfully pre-placed without issue. A second proglide device was successfully flushed prior to use; however, when inserted into the patient, there was no blood flow exiting the marker lumen. The device was removed, re-flushed, and re-inserted; however, there was still no blood flow exiting the marker lumen. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to 21f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.